Event description:
Reporter indicated that the site's handheld computer would not power on. It was stated that the device had not been used in a month, and that it had been on the charger during that entire time. Normal troubleshooting did not resolve the issue. A new programming system was sent to the site. Attempts to have the reportedly malfunctioning handheld computer, and associated flashcard, returned for analysis, have been unsuccessful to date.